Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The drive gas check valve and flow control valve were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/1/17 phone call, 8/7/17 phone call, 8/14/17 phone call.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.